Manufacturer narrative:
(B)(4). One (1) used/contaminated caresite was returned in conjunction with this complaint. The returned valve was tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure up to 45psi, there was leakage observed on the returned sample. The reported defect was confirmed. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to change the caresite luer thread design to help withstand the stresses applied during access of the valve. In addition to the design change, the mold process parameters were changed to higher pack pressures in order to provide additional strength to the inlet port of the valve to resist cracking. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: during use the product leaked blood. No injury reported. Limited information provided.